Manufacturer narrative:
The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump was received with no battery installed. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. There is no data listed for the dated of (B)(6) 2017 due to pump received without battery installed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose, which was later found to have been cause by a heart issue. The caller stated that the customer was taken to the emergency room on (B)(6) 2017 and passed away in the hospital on (B)(6) 2017. The cause of death was myocardial infarction. The caller stated that the customer did not know she had issues with the heart. She has been a diabetic for forty years. The caller did not know the customer's blood glucose at the time of death. The customer's blood glucose was 389 mg/dl when they left the house for the emergency room. In the morning of (B)(6) 2017 it was decreased to 140 mg/dl. The customer was not wearing the insulin pump at the time of death; it had been disconnected on (B)(6) 2017 when taken to the hospital. The customer stopped using sensors approximately one month prior to passing. The caller agreed returning the insulin pump for analysis.